Manufacturer narrative:
This supplemental MDR is being submitted to report that it was filed in error as it was a duplicate of MDR 9710602-2025-01747.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was a malfunction resulting in device shutdown during a case. The unit was replaced and case resumed. There was no patient injury.